Manufacturer narrative:
Product analysis: dislodged stent was received alongside the delivery system. No deformation was evident to the stent. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Minor deformation was evident to the distal tip. No other damage evident to the remainder of the device. Image analysis: procedural fluoroscopic images were provided from the account. The images appeared to show an occlusion in the distal rca. The proximal to mid lad exhibited diffuse disease. The target lesion was pre-dilated in the mid and proximal vessel. A long stent was being delivered to the target lesion but it was removed along with the procedural guidewire, without deployment. The images did not show the dislodged stent. Two stents were subsequently delivered and deployed from the mid to proximal vessel. Additional information: it was later reported that before entering the lesion, the stent was thrown into the aorta but it was still stuck on the wire. The stent did not come off. It was immediately pulled it back into the non-medtronic guide catheter and both were removed together out of the patient's body. A stent placement was performed. It was later detailed that the hemodynamic instability meant chest pain. The patient did not experience any other symptoms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: before entering the lesion, the stent was thrown into the aorta but it was still stuck on the non-medtronic wire. A non-medtronic stent was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: before entering the coronary vessel, the stent was thrown into the aorta but was still stuck on the non-medtronic wire. The stent did not come off the wire. The dislodged stent was immediately pulled back into the non-medtronic guide catheter and was removed together with the wire and guide catheter out of the patient's body. A non-medtronic stent was then implanted. Annex c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a procedure one resolute integrity coronary drug eluting stent dislodgement during delivery to/at lesion. The lesion being treated was moderately tortuous, mildly calcified with 75% stenosis in the ostium of the left main (lm) coronary artery. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was detailed that the stent had difficulty passing through the lesion and the guiding catheter bounced causing the stent to come off the catheter balloon. During the procedure the patient experienced chest pain and hemodynamic instability. The dislodged stent was not removed from the patient. No further patient complications have been reported as a result of this event.